Manufacturer narrative:
The investigation noted that the number of inversions and the centrifugation time of the patient sample were insufficient. A general reagent problem was excluded because calibration and qc are acceptable. The investigation determined the event was consistent with multiple user handling errors. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the customer's cobas 8000 c702 module is (B)(6) . The serial numbers of the other facilities' cobas 8000 c702 modules were not provided. The customer has non-roche reagents/non-roche supported partner channels installed at the module. The investigation noted that the last calibration was performed on (B)(6) 2024, followed by daily blank calibrations. Product labeling states "calibration frequency 2-point calibration: - after reagent lot change . - as required following quality control procedures. The investigation reviewed the qc and the results were acceptable. The investigation reviewed the customer's handling of patient samples. The patient sample was collected in a gel blood collection tube, was inverted once, and was centrifuged for 5 minutes at 3500 rpm. The alarm trace contained multiple "sample short" and "abnormal aspiration" alarms. A general reagent problem was ruled out because the calibration and qc are acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable ldl-cholesterol gen.3 (ldlc3) results from one patient sample tested on an unspecified number of cobas 8000 c702 modules. The initial result from the module was 1.92 mmol/l. The repeat result from a non-roche reagent and platform was 9.32 mmol/l. The reporter stated that the patient's ldlc3 was retested in c702 modules in other facilities and the results were consistent. The initial result was not reported outside the laboratory as it did not meet the clinical diagnosis and they are considering lipoprotein x (lp-x) interference.